Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted traverse colectomy procedure, a small bowel injury was identified, necessitating a subsequent reoperation. The bowel injury was diagnosed on postoperative day 1, when intestinal fluid was observed in the drain tube. There were no intraoperative complications identified during the initial procedure. At this time, it is unknown whether the injury resulted in any bleeding, the specific method by which it was addressed, or whether the patient experienced any additional postoperative complications. However, the surgeon stated they do not believe that the da vinci system, instruments, or accessories contributed to or caused the injury. The patient is recovering.